Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon" pro safety peripheral safety IV catheter safety mechanism did not fully cover the needle when it was pulled out, leading to a "blood accident". No further information was provided. The following information was provided by the initial reporter, translated from (B)(6) to english: "the safety cannula did not work as it should. When the cannula was placed on the patient and the needle was pulled out, the "cannula" of the safety cannula did not fully release but the needle remained outside about 1-2 mm. This led to a blood accident, so the caregiver threw himself into this. The patient had a blood-borne disease."